Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose in the 40 and 50 mg/dl range since (B)(6) 2017. The customer treated with glucose tablets. Most recent set change was on (B)(6) 2017 and she was disconnected during the rewind/prime sequence. The customer confirmed the programming was accurate. The customer will follow up with her hcp. The insulin pump will not be returned for analysis.